Manufacturer narrative:
Submit date: 1/23/2018. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One sample (opened) was received and inspection of the sample resulted in confirmation of the defect. This complaint will be considered confirmed. A root cause analysis determined the most likely root cause to be due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. A health hazard assessment (hha) was conducted for this issue and based on the low risk associated with the issue, no corrective action will be taken at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there is a string of plastic from the safety device extending to about the center of the needle and then wrapping around the needle to the tip.